Event description:
Per the clinic, the patient developed a sore that turned into an open wound at the magnet site, shortly after the device activation. Subsequently, the patient discontinued the use of the device and the device has been replaced with another cochlear device.